Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist instructed the customer to run a precision study. After evaluating the precision results, the ccc specialist instructed the customer to clean the drains. The ccc specialist ran system checks on reagent arm 1, reagent arm 2, and sample arm 1, all of which passed. A siemens customer service engineer (cse) was dispatched to the customer site. The cse ran service methods tests and discovered an overmix failure for sample arm 2 (s2). The cse replaced the s2 mixer, after which the overmix test passed. The cse then replaced the reagent arm 3 and reagent arm 4 probes. Ecrea qc was within range following the probe replacements. Siemens healthcare diagnostics has confirmed that in isolated cases when ecrea is processed immediately after the weekly automated acid clean routine during probe test, there is the remote potential for an elevation of greater than 15 percent in the ecrea result. While siemens understands that customers routinely run quality control (qc) after system maintenance, it is particularly important to run ecrea qc after the probe test to identify a potential elevated ecrea result. Customers in the united states were sent urgent medical device correction (umdc) vs-17-01.a.us and customers outside the united states were sent urgent field safety notice (ufsn) vs-17-01.a.ous in march 2017. The umdc and ufsn are entitled "elevated enzymatic creatinine (ecrea) results following dimension vista acid clean (acln) routine." The umdc and ufsn explain the issue, the risk to health, and the actions to be taken by the customer.

Event description:
The operator of a dimension vista 1500 observed quality controls (qc) resulting out of range for enzymatic creatinine (ecrea) when processed immediately after the automated acid clean routine is performed. The operator observed this issue multiple times. Patient samples were not processed or reported while qc was out of range and there was no delay in patient testing, as the customer was able to run samples on an alternate instrument.